Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was not confirmed due to order cancelled. Cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (error e226), scope communication error (error e216) and had no image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.